Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the multiple patients were not crossing to all stations due to issue on carefusion coordination engine (cce). A technical support specialist (tss) found that messages were not crossing from active directory (adt) and customer worked with cce interface team to resolve. Additionally, the tss referred knowledge article 'patients and order not crossing to med es server' for this issue. The system functioned as intended after the technical support specialist and interface team troubleshot the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple patients are not crossing from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple patients are not crossing from epic to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.